Event description:
It was reported via repair work order that the head end brakes were not holding due to out of adjustment brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.